Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2014. During the procedure, it was noted a ridge on the taper was preventing the head from engaging the stem. A new stem was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.